Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator for the treatment of bladder issues it was reported that.  The patient was implanted on the 16th and that the healthcare provider had told them that they would have to catheterize the patient 3 times a day. The caller stated that while the patient had voided 4 times on their own today, which they thought was better than usual, when they went to catheterize the patient, it was the highest volume they ever had to catheterize: 1050 ccs and they wanted to know what that meant and what they should do. Patient services reviewed the role of patient services with the caller and redirected the caller to follow up with the patient's health care provider (hcp) about their concerns. The caller had initially called because the medtronic representative (B)(4) had told them to call patient services on friday to review the external devices. Patient services reviewed external device function with the caller and the caller was able to connect to the patient's settings. Patient services wanted to note that when the caller went to connect to the patient's settings, the caller told the patient t hey needed to put the communicator on the patient's "sore." The therapy was on. Patient services also reviewed therapy expectations and programming considerations with the caller. The caller did not want to make an adjustment at the time of the call so the caller and patient were going to monitor the patient's symptoms and follow up with the patient's health care provider (hcp) before the end of business day today to address their symptom inquiries and standard of care. The caller also stated the patient had a follow up appointment with the hcp on tuesday, (B)(6) 2023.